Event description:
While using the cautery on the lap scissor tips, the resident, noticed a burned spot on the liver where they were not working. After looking more closely, she noticed that the end of the insulation of the lap scissor tip was not completely intact.